Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No unexpected restart alarms or restart anomaly could be verified due to the keypad anomaly. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 104mg/dl. Trouble shooting is conducted and it might have been due to water damage. Device is being returned. No further information available.